Event description:
Per the surgeon, the patient was prescribed clindamycin for 5 days (dosage not reported) on (B)(6) 2013 due to skin overgrowth and infection at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.